Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 and e1. Additional information added to field h6, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it was likely that the knife wire had been damaged because the coating of the cutting wire coating had been torn, possibly due to contact with a metal area of the endoscope. This occurred when the forceps elevator was raised, leading to the activation of an electric conduction. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: this instruction manual contains the following information. (Drawing no. Rk2599 revision no.2) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use 3-lumen sphincterotome v, had a wire brake when trying to tighten the knife. The event was found during therapeutic endoscopic retrograde cholangiopancreatography procedure before the use of high frequency, so no electricity was applied. The procedure was completed using a similar device. There were no reports of patient harm.